Event description:
A keofeed was inserted nasally. An abdominal x-ray was obtained. Placement was confirmed in the stomach. Reportedly, when attempts were made to remove wire, the green cap came off the end. Reportedly, a staff member was able to hold on to the wire and remove it. There was no apparent harm.